Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the device was not really helping them by reducing their symptoms by >50%, so they switched programs a couple of days ago. They also mentioned, the ¿other day¿, when they got out of their car, they hit the implant site with car door. They wanted to see their healthcare professional (hcp) for reprogramming because they wanted ¿100% success¿. The patient currently did not have a managing physician for the device and was sent physician listings. The were going to follow up with an hcp to have the device checked. There were no further complications reported or anticipated.